Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the handpiece was received with the mount loose. No functional testing could be performed due to the device receiving condition. The instrument was disassembled to inspect internal components. All the internal wires were found to be disconnected and the acoustic isolator torn. The transducer assembly was not held in place due to the damaged nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition which resulted in an error code 3 by the generator.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '3'. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.